Event description:
It was reported that a hair was found inside the bd plastipak¿ syringe while drawing up medication. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: no sample neither picture has been received for investigation. DHR of lot 1805268 has been reviewed not finding any annotation or deviation regarding the alleged defect. Manufacturing area for 20ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Operators wear protective clothes (hair-coves, moustache-cover, coat, beard-cover, shoes-cover) according to internal procedure (ha-012). This defect has been caused because operator does not follow the clothing rules according to procedure ha-012. According to inspection plan procedure jg-500, (B)(4) units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift; printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift; assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift; primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet; functional inspection: printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Investigation conclusion: although no issues were identified and manufacturing record established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with human error. The root cause is that operator does not follow the clothing rules according to procedure. Project#(B)(4) is open to reduce this foreign matter in this product.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hair was found inside the bd plastipak¿ syringe while drawing up medication. There was no report of exposure, injury, or medical intervention.